Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 22-may-2020: h6: updated FDA's method and conclusion codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Returned meter evaluated with no defect found. Strip lot number the customer was using in (B)(6) 2019 was discarded unable to confirm lot number. Most likely underlying root cause: mlc-20 user's test strip had poor storage. Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. Wife said that customer had symptoms of low blood sugar and the ambulance was called, reading was 60 mg/dl (unknown if fasting) on (B)(6) 2019. Customer went to the hospital and was diagnosed with hypoglycemia and given glucose liquids (unknown name, according to wife) and was discharged on (B)(6) 2019. The customer is concerned with tests results from results obtained of 60mg/dl. The expected fasting blood glucose test result range is 90-110/dl. The customer did report symptoms of sweatiness, agitation and passing out in early time. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the cooler and customer did not had a proper testing technique. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: result 1: 209mg/dl date: (B)(6) time: 12:15pm n/fasting , result 2: 106mg/dl date: (B)(6) time: 04:52am fasting, result 3: 115mg/dl date: (B)(6)time: 03:31pm fasting, result 4: 90mg/dl date: (B)(6) time: 05:28am fasting, result 5: 191mg/dl date: (B)(6) time: 06:37pm fasting. Customer is not having any symptoms at the time of the call and no medical attention is required.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Strip lot number the customer was using in (B)(6) 2019 was discarded - unable to confirm lot number. Most likely underlying root cause: mlc-20 - user's test strip had poor storage note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. Wife said that customer had symptoms of low blood sugar and the ambulance was called, reading was 60 mg/dl (unknown if fasting) on (B)(6) 2019. Customer went to the hospital and was diagnosed with hypoglycemia and given glucose liquids (unknown name, according to wife) and was discharged on (B)(6) 2019. The customer is concerned with tests results from results obtained of 60mg/dl. The expected fasting blood glucose test result range is 90-110/dl. The customer did report symptoms of sweatiness, agitation and passing out in early time. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the cooler and customer did not had a proper testing technique. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer is not having any symptoms at the time of the call and no medical attention is required.